Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and mesh was implanted concurrently with hysterectomy, posterior repair, cystoscopy and perineoplasty due to sui and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue, extrusion, infection, urinary problems, inflammatory airway disease, recurrence, bleeding, dyspareunia and severe depression. It was reported that the patient has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with hysterectomy, due to pelvic organ prolapse. The patient experienced pain and erosion of her internal bodily tissue. The patient experienced pain, erosion, extrusion, infection, urinary problems, inflammatory airway disease, recurrence, bleeding, dyspareunia and severe depression. It was reported that the patient has undergone multiple surgeries and revisionary procedures. (B)(4).